Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analysis found no anomalies. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead moved after being implanted and the physician removed the lead from the patient. It was noted when the physician stripped the catheter and cut the valve, the lead was scratched and the physician commented there was a lead issue and the lv lead was replaced. No patient complications have been reported as a result of this event.